Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone at a concentration of 0.5 mg/ml and a dose of 0.05392 mg/day. It was reported the patient's pump had flipped in the pocket which sometimes caused an inversion, starting on (B)(6) 2016. The patient complained of a painful pump pocket associated with the flipping. It was indicated the event was unlikely related to the device or therapy and possibly related to the implant procedure. No actions were taken and the issue was noted as unresolved with no further action planned.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the patient experienced pump inversion and pain in the pump pocket. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.